Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 24mm amplatzer septal occluder was selected for implant. During the procedure the device deployed deformed, cobra-head shaped. The procedure was completed with a new 24mm amplatzer septal occluder (lot number unknown). The patient remained hemodynamically stable throughout the procedure and is reported to be stable.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.